Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle tip removed during the initial procedure? Does the needle tip remain in the patient at the current time? Were there any adverse patient consequences?

Event description:
It was reported that a patient underwent a reconstructive skin surgery on (B)(6) 2018 and suture was used. During the procedure, the tip of needle broke off during suturing. The procedure was completed. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/11/2019. Additional information was requested and the following was obtained: was the needle tip removed during the initial procedure? Yes it was removed during the procedure. Does the needle tip remain in the patient at the current time? No it was removed. Were there any adverse patient consequences? Not according to the surgeon.